Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received reports that atrial undersensing observed, and the atrial lead impedance was greater than three-thousand ohms; these were observed two days prior to the lead replacement. The lead was cut and abandoned.

Event description:
It was reported that the right atrial lead had an impedance "spike" and oversensing. The lead was removed and replaced. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.